Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) powered off unexpectedly" was not confirmed in the archive data and during functional testing. During investigation, no device malfunction was observed, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the autopulse platform archive was performed and revealed the last time the autopulse platform was used to compress a manikin/patient was on (B)(6) 2020. The autopulse platform was powered on for about 10 minutes with no compressions performed, and then, the autopulse powered off following an incident of "timed out" to save the battery remaining capacity (rc). The probable root cause was the usage of a depleted autopulse li-ion battery. Based on the archive, the battery (sn: (B)(4) with rc of 938 mah was used at the time, and the battery was not fully charged prior to the use in the autopulse platform. The autopulse was powered back on and performed 3 sessions of 30, 170, and 8 compressions before it displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the reported complaint. Throughout the archive, there were multiple occurrences the ua17 error messages. A user advisory 17 error message is triggered when the motor is on for too long during active operation, and the autopulse platform does not reach the target depth within the specification due to variety of reasons, including the stiffness of the patient's chest and/or battery low charge status. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. Furthermore, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes, and the platform passed the test without any issues. Therefore, the reported complaint was not confirmed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
After performing compressions for a short period of time, the autopulse platform (sn: (B)(4) powered off unexpectedly. Different batteries were tested in the platform, but the issue persisted. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.